Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the glass syringe is broken at the top." Photos shared by the customer show 3 syringes with flanges broken. No patient injury or consequence reported, no medical intervention required. 3 units involved. Associated mdrs: 3014909464-2026-00025 and 3014909464-2026-00024.